Manufacturer narrative:
Product complaint # (B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to the us cq for evaluation. Us cq conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the set screw implant external threads were stripped and few threads were peeled off. The dimensional inspection was not performed due to the post-manufacturing damage. The stripped and peeled condition of the external threads was consistent with a random component failure that may have been caused by exposure to unintended/overt forces. It should be noted that as part of the depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed stripped and peeled condition would contribute to the alleged functional issue. While no definitive root cause could be determined, it is possible the external threads of the set screw implant were stripped and peeled due to unintended/overt forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: (B)(4). Lot : xh1333, was electronically reviewed and no non-conformance's. Were observed during the manufacturing process. The product was released on: 16.09.2020. Qty: 288. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a posterior lumbar fusion in the ileum (l3/l4) treating pelvic fracture, the threads of the correction keys stripped when the surgeon inserted it forcefully. The correction key was replaced with the unitized setscrew, but the surgeon was unable to tighten it. Additionally, the threads on the cfx screw had been cross-threaded. The procedure was completed with replacements and there was a less than thirty (30) minute surgical delay. This report involves one (1)5.5 exp verse unitized set scr. This is report 1 of 1 for (B)(4).